Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported that restenosis and stent damage occurred. In (B)(6) 2017, a 38 x 2.75 mm synergy¿ was implanted to treat an unknown lesion. In (B)(6) 2018, restenosis of the implanted stent was noted. A flextome cutting balloon was advanced to treat the restenosis, but the cutting balloon destroyed the interior of the stent. The flextome was removed and a 3.0x24 mm non-bsc stent was implanted. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that restenosis and stent damage occurred. In september 2017, a 38 x 2.75mm synergy was implanted to treat an unknown lesion. In (B)(6) 2018, restenosis of the implanted stent was noted. A flextome cutting balloon was advanced to treat the restenosis, but the cutting balloon destroyed the interior of the stent. The flextome was removed and a 3.0x24mm non-bsc stent was implanted. No further patient complications were reported and the patient was fine.